Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the historical data, a review of service history, and a review of product labeling. Abbott support (tso) reviewed the (B)(4)instrument logs which revealed an issue with r2 (reagent probe) dispense. The tso advised the customer to replace the r2 reagent probe to resolve the issue. The reagent probe (c4/c8 rgt pr rohs) was identified as the likely cause. A review of the (B)(4) service history did not reveal any additional likely causes and no other reports of discrepant or inconsistent results have been received since the reagent probe was replaced. A review of historical data did not identify any trends, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. Patient identifiers: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated total bilirubin results when processing on the architect c8000. The following data was provided: sid (B)(6): initial result was less than 2 and rerun 11.7 umol/l. Sid (B)(6): initial result was less than 2 and rerun 8.7 umol/l. Sid (B)(6): initial result was less than 2 and rerun 16.2 umol/l. Sid (B)(6): initial result was less than 2 and rerun 7 umol/l. Sid (B)(6): initial result was less than 2 and rerun 5 umol/l. Sid (B)(6): initial result was 58umol/l and rerun 8.3 umol/l. Sid (B)(6): initial result was 138 umol/l and rerun 16umol/l. No impact to patient management was reported.